Event description:
It was reported that thrombus occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) was performed and revealed severe haze in the left atrium (la) and laa, so isoproterenol loading transesophageal echocardiography (isp-tee) was administered and it was determined there was no thrombus so the procedure was started. Venous femoral puncture was performed and the activated clotting time (act) result was 350 or higher during the procedure. A watchman fxd curve access system (was) was advanced into the left atrium. A 35mm watchman flx pro closure device and delivery system (wds) was inserted, yet was exchanged for a 31mm wds. It was difficult to deploy the 31mm wds to a position where it could be properly placed. The physician switched out to allow another physician to take over the procedure. While adjusting the position of the was inside the laa, a thrombus was identified. An attempt was made to perform suction through the was, but removal of the thrombus was not possible. The procedure was aborted. It was confirmed that the thrombus remained in the laa until just before the tee probe was removed. The patient was extubated and was able to communicate, so the patient was discharged without any neurological findings or patient injury. In the physicians opinion, the thrombus likely formed due to severe haze present in the la and laa, the procedure time, and transient bradycardia that was present due to anesthesia.

Manufacturer narrative:
E1: initial reporter zip/post code (B)(6).